Manufacturer narrative:
H6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the common bile duct during an endoscopic bile duct stone removal procedure performed on (B)(6) 2024. During the procedure, when this device was used, a problem occurred where inflation of the balloon was able to be performed but deflation was difficult. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications reported as a result of this event.